Event description:
During an attempt to implant, telemetry was lost during manual lv capture testing. The session was ended and the device re-interrogated at which point a hardware reset was observed. As a result of the hardware reset, the device was not implanted.